Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. Fsca: 2182269-04/16/24-001-r. An event of the dilator being too small for the agilis was reported. No devices were received for analysis. A CAPA exists related to this complaint investigation and will continue to be monitored.

Event description:
During device preparation, the dilator was too short for the agilis. The device was replaced to resolve the issue and there were no adverse patient consequences.